Event description:
It was reported to philips that the system had a problem with the grabber card and the flexvision-pc was replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system displayed black screens and startup issues. Log file analysis confirmed an issue with the frame grabber card of the flexvision pc. This issue is related to medical device correction z-1144-2024. Although initially a flexvision pc was ordered for replacement, the issue was instead resolved by implementing the correction in (B)(6) 2024. After implementation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.